Event description:
The customer reported "loses live images" when the c-arm is rotated in orbital plane. No pt injury was reported.

Manufacturer narrative:
The ge svc rep found an issue was with the hv cable assy. The cable could be flexed at the point where it goes into the c and it would duplicate the issue. The rep replaced the high voltage cable assembly and checked the system by making fluoro exposure while moving the c. They also checked all fluoro functions. System works as intended.